Event description:
It was reported that the pump touch screen was unresponsive. The customer reverted to an alternate method of insulin therapy. There was no reported impact on the customer's blood glucose level as the customer declined to provide specific information.